Event description:
Information received from the field notes that the patient presented (asymptomatic) for a routine follow-up. The device did not respond to magnet application and could not be interrogated. Therefore, the device was replaced.